Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent the surgery for the pathologic fracture of shaft of humerus with the nail in question. Procedure was completed successfully without any surgical delay. On (B)(6) 2021, it was confirmed that it was the stage of healing in which bone union almost complete, in the postoperative medical follow-up. After that on unknown date, the nail broke at the most proximal of the distal side. Re-surgery will be performed on (B)(6) 2021, the broken nail will be removed and new multiloc humeral nail will be implanted. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity 1). This report is for one (1). This is report 1 of 1 for complaint (B)(4).